Event description:
Product broke in half as the physician was trying to torque into the vessel. He withdrew the catheter and discovered it was broke in half. Upon receipt of the device, the hub was detached.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
A 6 french infinity jr 4 100cm diagnostic catheter broke in half as the physician was trying to torque into the vessel. He withdrew the catheter and discovered it was broke in half. Multiple attempts to retrieve detailed information were unsuccessful. Upon receipt of the device, the hub was detached. One non-sterile 6fr 100cm diagnostic catheter was received coiled inside in a plastic bag. The hub with the strain relief had been separated from the body. No additional anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). The guide wire passes without difficulty through the body and the hub. The results of the microscopically analysis confirmed that the sample presented evidence of body remains which suggests it was attached to the hub, but the cause of the separation could not be determined. Outer diameter (od) and internal diameter (ID) of the returned catheter was measured at different catheter locations and was found within tolerance. The failure reported by the customer was confirmed, due to the body is separated from the hub, but the root cause of the separation could not be conclusively determined, evidence that the body was attached to the hub is reflected on the microscopically analysis. There are possible procedural factors that may have contributed to the event. Neither the DHR nor the fal analysis suggests that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.